Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. Customer's blood glucose level was reported at 220 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.